Manufacturer narrative:
Title: thermal ablation alone vs thermal ablation combined with transarterial chemoembolization for patients with small (<(><<)>3 cm) hepatocellular carcinoma. Source: clinical imaging 76 (2021) 123¿129 accepted 30 january 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study compared the time to tumor progression (ttp) and overall survival (os) for patients who received thermal ablation (ta) alone or transarterial chemoembolization (tace) plus ta for hepatocellular carcinoma. Between 2010 to 2018, 85 total patients included: ta alone 64; tace plus ta 21. Cooltip and leveen were both used for rfa and neuwave was used for mwa. Procedural complications in the ta group include hemorrhage (2), pneumothorax (1), and hemoperitoneum (1). Post procedural complications in the tace plus ta group include access site hematoma (1) and subcapsular hematoma (1). It is unknown if these complications are related to the device.